Event description:
Procedure type: gastrectomy. According to the reporter: "during a surgery of gastric stromal tumor, it was found that the 030458 couldn't be pulling and unable to fire. Upon withdrawal, found several nails stick out of the staple. Then used second 030458, it was normal. But after that a 030422 was used, serious accident occurred. Parts broke, and anvil was bend and staplers dropped into the pt. Check during operation and check by local sales reps. Operation completed and pt continues treatment in the hospital."

Manufacturer narrative:
(B)(4).